Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post operatively, the device's cuff had inflation issue. When patient entered the intensive care unit from the surgery, the position of the orotracheal tube was evaluated. They tried to inflate the device repeatedly but failed. The entire route was verified and a fracture was found in the pneumatic capper, so the intensivist proceeds to change orotracheal tube using tube exchanger.